Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The device was not received because it was repair locally. To solve the issue the power supply board have been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. After a visual inspection, the board was assembled with the agilia sp tester. When the device was plugged into the mains, it was noticed that the power led was out of order. Maintenance test 21 for mains supply information was then carried out, and it was noted that there was no 10vdc output. Using laboratory equipment, the dc output of the smps named u3 was measured, showing 0 volts instead of 10vdc, while the ac input was in order. This indicated that the battery could not be recharged, nor could the device operate from the mains. For this complaint, with the results of analysis the reported issue was confirmed. The root cause was found linked to a defective power supply board (degradation of the smps block). To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: device could not charge when plugged in. Replaced power supply board. Completed configuration and full functional check. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.